Manufacturer narrative:
S/w version: 4.11b retainer ring = black case type: ngp customer returned pump for displayed error 4, error 63, frozen screen, and blank display, found on (B)(6) 2023. Unit passed the self test and displacement test. Unit successfully downloaded with thumps/thus. However, the downloaded history confirmed the pump alarmed pump error 4 on (B)(6) 2023 18:25:37.000. However, the downloaded history confirmed the pump alarmed pump error 63 on (B)(6) 2023 18:25:39.000 with line number 341 and file number 522. Error isolated to pcb1 and pcb2 boards. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case corner of belt clip rails, label damage(serial number label blank), and pillowing keypad overlay. Confirmed customer complaint of pump having alarmed error 4 during analysis. Confirmed customer complaint of pump having alarmed pump error 63 in downloaded history isolated to the pcb1 and pcb2 boards. Customer complaint of frozen screen not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was a pump error 63: hardware low-level failures and a pump error 4: the motor arm cannot communicate with the main arm. The customer also reported a blank screen. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was calling after inserting a new battery and monitoring the insulin pump for two hours and the frozen display recurred. The customer will discontinue using the device and the insulin pump will be returned for analysis.